Event description:
The customer reported the sys would intermittently not display a usable fluoroscopic live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The high voltage cable was replaced and the collimator was aligned during the svc call. The sys was tested and found to be working as intended and put back into svc.